Event description:
It was reported that the client indicates that some patients presented infections and secretions while using this elect IV because of a bad technique of the product. They solved the issue by removing the elect IV and covering with gauze and sticking plaster. After they started applying the product correctly, this issue was solved. The patients' health conditions are stable. No medical intervention was needed